Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082802) on 18-sep-2017. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), mobility decreased ("mobility decreased"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("recurring ovarian cysts") in a 36-year-old female patient who had essure (batch no. 637215, 629302, c35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included calcium d plus. The patient's medical history included gallbladder disease (cholecystectomy on (B)(6) 2014), depression (anti-psychoticsvenlafaxine), oophorectomy and endometriosis. *patient has tried oral contraceptives in the past for her bleeding with no result. On (B)(6) 2016, trh right salpingectomy. Previously administered products included for anxiety: ativan; for contraception: implanon from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: oral contraceptives. Concurrent conditions included body mass index normal, menstruation abnormal since (B)(6) 2016, bleeding breakthrough since (B)(6) 2016, menometrorrhagia since (B)(6) 2016, uterine bleeding, cough, postnasal drip, sore throat, nocturia, urinary frequency, vaginal discharge, depression, joint tenderness, bladder infection, anxiety and shortness of breath. Concomitant products included oral contraceptive nos from 2012 to 2015 for dysfunctional uterine bleeding as well as biotin, diclofenac, diclofenac sodium (trust diclofenac gel), duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (sprintec) since 2012, fish oil, gabapentin, hydrocodone bitartrate;paracetamol (vicodin), keratin, losartan, melatonin, mestranol;norethisterone (ortho novum) since 2015, minerals nos;vitamins nos (centrum), oxybutynin, oxycodone hydrochloride;paracetamol (percocet), progesterone (prometrium) since (B)(6) 2012 and venlafaxine from 2012 to 2014. On an unknown date, the patient started calcium d plus at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuation"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced libido decreased ("decreased libido"). In 2015, the patient experienced irritable bowel syndrome ("ibs symptoms"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"), 7 years 4 months after insertion of essure. In (B)(6) 2017, the patient experienced hot flush ("hot flushes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mobility decreased (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("vaginal infections"), cystitis ("bladder infections"), endometriosis ("endometriosis"), uterine pain ("uterine area"), menstruation irregular ("irregular periods"), back pain ("lower back pain "), arthralgia ("hip pain/ joint pain"), muscular weakness ("leg weakness"), hypoaesthesia ("numbness"), urinary incontinence ("inability to hold bladder"), amnesia ("memory loss"), chondropathy ("loss of cartilage in both knee"), spinal column stenosis ("spinal stenosis"), intervertebral disc protrusion ("bulging disc"), intervertebral disc degeneration ("degenerative disc disease") and arthropathy ("knee problem"). The patient was treated with estradiol and surgery (oophorectomy and total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, fatigue, weight fluctuation and procedural pain was resolving, the mobility decreased, libido decreased, hot flush, vaginal haemorrhage, headache, endometriosis, irritable bowel syndrome, uterine pain, menstruation irregular, back pain, arthralgia, muscular weakness, hypoaesthesia, urinary incontinence, amnesia, spinal column stenosis, intervertebral disc protrusion, intervertebral disc degeneration and arthropathy outcome was unknown and the genital haemorrhage, ovarian cyst, migraine, alopecia, cystitis, urinary tract infection, pelvic pain and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, arthropathy, back pain, chondropathy, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, libido decreased, menorrhagia, menstruation irregular, migraine, mobility decreased, muscular weakness, ovarian cyst, pelvic pain, procedural pain, rash, spinal column stenosis, urinary incontinence, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: consumer mentioned a serious injury (disability permanent damage, required intervention) but did not specify it to one of the events. Essure implant date were provided current follow-up (B)(6) 2015 and initially provided in plaintiff fact sheet (B)(6) 2009. Discrepancy noted regarding removal of essure. In current follow-up it was mentioned that while waiting for hysterectomy to remove device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: full occlusion of fallopian tubes. Both tubes were occluded and she could have implanon removed.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, vaginal bleeding and headaches, abdominal pain lower, ovarian cyst, knee problem, back pain, urinary tract infection, upper respiratory infection, dyspareunia, menorrhagia. Lower back pain, joint pain, mobility decreased, leg weakness/ numbness, inability to hold bladder, memory loss, loss of cartilage in both knee, spinal stenosis, bulging discs, degenerative disc disease lot number: 637215, manufacturing date: 2009/01, expiration date:2012/01; lot number: 629302, manufacturing date: 2009/01, expiration date: 2012/01; lot number: c35244. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event knee problem, lower back pain, joint pain, mobility decreased, leg weakness/ numbness, inability to hold bladder, memory loss, loss of cartilage in both knee, spinal stenosis, bulging discs, degenerative disc disease concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("recurring ovarian cysts") in a 36-year-old female patient who had essure (batch no. 637215, 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease (cholecystectomy on (B)(6) 2014), depression (anti-psychoticsvenlafaxine), oophorectomy and endometriosis. Previously administered products included for anxiety: ativan on (B)(6) 2013; for contraception: implanon from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: oral contraceptives. Concurrent conditions included body mass index normal, menstruation abnormal since (B)(6) 2016, bleeding breakthrough since (B)(6) 2016, menometrorrhagia since (B)(6) 2016, uterine bleeding, cough, postnasal drip, sore throat, nocturia, urinary frequency, vaginal discharge, depression, joint tenderness, bladder infection, anxiety and shortness of breath. Concomitant products included oral contraceptive nos from 2012 to 2015 for dysfunctional uterine bleeding as well as cilest (sprintec) since 2012, confluent (ortho-novum) since 2015, oxycocet (percocet), progesterone (pyometrium) since (B)(6) 2012 and venlafaxine from 2012 to 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuation"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced libido decreased ("decreased libido"). In 2015, the patient experienced irritable bowel syndrome ("ibs symptoms"). On (B)(6) 2016, 7 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2017, the patient experienced hot flush ("hot flushes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("vaginal infections"), cystitis ("bladder infections"), endometriosis ("endometriosis"), uterine pain ("uterine area") and menstruation irregular ("irregular periods"). The patient was treated with estradiol, surgery (total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016) and surgery (oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, fatigue, weight fluctuation and procedural pain was resolving, the genital haemorrhage, ovarian cyst, migraine, alopecia, cystitis, urinary tract infection, pelvic pain and vaginal discharge had resolved and the libido decreased, hot flush, vaginal haemorrhage, headache, endometriosis, irritable bowel syndrome, uterine pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, libido decreased, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, procedural pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes on (B)(6) 2009, hysterosalpingogram test showed was total bilateral occlusion. Both tubes were occluded and she could have implanon removed. Patient has tried oral contraceptives in the past for her bleeding with no result. On (B)(6) 2016, trh right salpingectomy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, vaginal bleeding and headaches, abdominal pain lower, ovarian cyst, back pain, urinary tract infection, upper respiratory infection, dyspareunia, menorrhagia. Lot number: 637215 manufacturing date: 2009/01 expiration date:2012/01. Lot number: 629302 manufacturing date: 2009/01 expiration date: 2012/01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082802) on 18-sep-2017. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal cramping'), mobility decreased ('mobility decreased'), genital haemorrhage ('abnormal heavy bleeding') and ovarian cyst ('recurring ovarian cysts') in a 36-year-old female patient who had essure (batch no. 637215, 629302, c35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included calcium d plus. The patient's medical history included gallbladder disease (cholecystectomy on (B)(6) 2014), depression (anti-psychoticsvenlafaxine), oophorectomy and endometriosis. Patient has tried oral contraceptives in the past for her bleeding with no result. On (B)(6) 2016, trh right salpingectomy. Previously administered products included for anxiety: ativan; for contraception: implanon from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: oral contraceptives. Concurrent conditions included menometrorrhagia since (B)(6) 2016, menstruation abnormal since (B)(6) 2016, bleeding breakthrough since (B)(6) 2016, body mass index normal, uterine bleeding, cough, postnasal drip, sore throat, nocturia, urinary frequency, vaginal discharge, depression, joint tenderness, bladder infection, anxiety and shortness of breath. Concomitant products included oral contraceptive nos from 2012 to 2015 for dysfunctional uterine bleeding as well as biotin, diclofenac, diclofenac sodium (trust diclofenac gel), duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (sprintec) since 2012, fish oil, gabapentin, hydrocodone bitartrate;paracetamol (vicodin), keratin, losartan, melatonin, mestranol;norethisterone (ortho-novum) since 2015, minerals nos;vitamins nos (centrum), oxybutynin, oxycodone hydrochloride;paracetamol (percocet), progesterone (prometrium) since (B)(6) 2012 and venlafaxine from 2012 to 2014. On an unknown date, the patient started calcium d plus at an unspecified dose and frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuation"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced libido decreased ("decreased libido"). In 2015, the patient experienced irritable bowel syndrome ("ibs symptoms"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"), 7 years 4 months after insertion of essure. In (B)(6) 2017, the patient experienced hot flush ("hot flushes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mobility decreased (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("vaginal infections"), cystitis ("bladder infections"), endometriosis ("endometriosis"), uterine pain ("uterine area"), menstruation irregular ("irregular periods"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain"), muscular weakness ("leg weakness"), hypoaesthesia ("numbness/bilateral leg numbness"), urinary incontinence ("inability to hold bladder"), amnesia ("memory loss"), chondropathy ("loss of cartilage in both knee"), spinal stenosis ("spinal stenosis"), intervertebral disc protrusion ("bulging disc"), intervertebral disc degeneration ("degenerative disc disease"), arthropathy ("knee problem"), osteoarthritis ("degenerative disc/ joint disease") and lumbar spinal stenosis ("narrowing of the spinal column"). The patient was treated with estradiol and surgery (oophorectomy and total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, fatigue, weight fluctuation and procedural pain was resolving, the mobility decreased, libido decreased, hot flush, vaginal haemorrhage, headache, endometriosis, irritable bowel syndrome, uterine pain, menstruation irregular, back pain, arthralgia, muscular weakness, hypoaesthesia, urinary incontinence, amnesia, spinal stenosis, intervertebral disc protrusion, intervertebral disc degeneration, arthropathy, osteoarthritis and lumbar spinal stenosis outcome was unknown and the genital haemorrhage, ovarian cyst, migraine, alopecia, cystitis, urinary tract infection, pelvic pain and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, arthralgia, arthropathy, back pain, chondropathy, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, hypoaesthesia, intervertebral disc degeneration, intervertebral disc protrusion, irritable bowel syndrome, libido decreased, lumbar spinal stenosis, menorrhagia, menstruation irregular, migraine, mobility decreased, muscular weakness, osteoarthritis, ovarian cyst, pelvic pain, procedural pain, rash, spinal stenosis, urinary incontinence, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: consumer mentioned a serious injury (disability permanent damage, required intervention) but did not specify it to one of the events. Essure implant date were provided current follow-up (B)(6) 2015 and initially provided in plaintiff fact sheet (B)(6) 2009. Discrepancy noted regarding removal of essure. In current follow-up it was mentioned that while waiting for hysterectomy to remove device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: full occlusion of fallopian tubes. Both tubes were occluded and she could have implanon removed.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events pelvic pain, vaginal bleeding and headaches, abdominal pain lower, ovarian cyst, knee problem, back pain, urinary tract infection, upper respiratory infection, dyspareunia, menorrhagia. Lower back pain, joint pain, mobility decreased, leg weakness/ numbness, inability to hold bladder, memory loss, loss of cartilage in both knee, spinal stenosis, bulging discs, degenerative disc disease lot number: 637215, manufacturing date: 2009/01, expiration date:2012/01. Lot number: 629302, manufacturing date: 2009/01, expiration date: 2012/01. Lot number: c35244. Concerning the injuries reported in this case, the following ones were reported via social media : osteoarthritis, lumbar spinal stenosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. Reporter information added. Event : degenerative disc/ joint disease, narrowing of the spinal column added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("recurring ovarian cysts") in a 36-year-old female patient who had essure (batch no. 637215, 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease (cholecystectomy on (B)(6) 2014) and depression (anti-psychotics). Previously administered products included for anxiety: ativan on (B)(6) 2013; for contraception: implanon from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos from 2012 to 2015 for dysfunctional uterine bleeding as well as cilest (sprinted) since 2012, conlunett (ortho-novum) since 2015, progesterone (prometrium) since (B)(6) 2012 and venlafaxine from 2012 to 2014. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced menorrhagia ("prolonged menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2009, the patient experienced pelvic pain ("pain"). In january 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced rash ("rashes"). In september 2010, the patient experienced fatigue ("fatigue"). In november 2010, the patient experienced alopecia ("hair loss"). In october 2011, the patient experienced urinary tract infection ("urinary tract infection"). In november 2011, the patient experienced weight fluctuation ("weight fluctuation"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In august 2012, the patient experienced libido decreased ("decreased libido"). In 2015, the patient experienced irritable bowel syndrome ("ibs symptoms"). On (B)(6) 2016, 7 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In january 2017, the patient experienced hot flush ("hot flushes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("vaginal infections"), cystitis ("bladder infections"), endometriosis ("endometriosis"), uterine pain ("uterine area") and menstruation irregular ("irregular periods"). The patient was treated with estradiol, surgery (total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016) and surgery (oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, fatigue, weight fluctuation and procedural pain was resolving, the genital haemorrhage, ovarian cyst, migraine, alopecia, cystitis, urinary tract infection, pelvic pain and vaginal discharge had resolved and the libido decreased, hot flush, vaginal haemorrhage, headache, endometriosis, irritable bowel syndrome, uterine pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, libido decreased, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, procedural pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. On (B)(6) 2009, hysterosalpingogram test showed was total bilateral occlusion. Both tubes were occluded and she could have implanon removed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "decreased libido, hot flushes, abnormal bleeding (vaginal), urinary tract infection, headaches, endometriosis, recurring ovarian cysts, pain, vaginal discharge, ibs symptoms, uterine area, irregular periods" were added. Product implant date was updated. Lot number was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), genital haemorrhage ("abnormal heavy bleeding") and ovarian cyst ("recurring ovarian cysts") in a 36-year-old female patient who had essure (batch no. 637215, 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder disease (cholecystectomy on (B)(6) 2014), depression (anti-psychoticsvenlafaxine), oophorectomy and endometriosis. Previously administered products included for anxiety: ativan on (B)(6) 2013; for contraception: implanon from 10-oct-2008 to 22-oct-2009; for an unreported indication: oral contraceptives. Concurrent conditions included body mass index normal, menstruation abnormal since (B)(6) 2016, bleeding breakthrough since (B)(6) 2016 and menometrorrhagia since (B)(6) 2016. Concomitant products included oral contraceptive nos from 2012 to 2015 for dysfunctional uterine bleeding as well as cilest (sprintec) since 2012, conlunett (ortho-novum) since 2015, progesterone (prometrium) since (B)(6) 2012 and venlafaxine from 2012 to 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2009, the patient experienced pelvic pain ("pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced rash ("rashes"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuation"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced libido decreased ("decreased libido"). In 2015, the patient experienced irritable bowel syndrome ("ibs symptoms"). On (B)(6) 2016, 7 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2017, the patient experienced hot flush ("hot flushes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("vaginal infections"), cystitis ("bladder infections"), endometriosis ("endometriosis"), uterine pain ("uterine area") and menstruation irregular ("irregular periods"). The patient was treated with estradiol, surgery (total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016) and surgery (oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, dyspareunia, rash, vaginal infection, fatigue, weight fluctuation and procedural pain was resolving, the genital haemorrhage, ovarian cyst, migraine, alopecia, cystitis, urinary tract infection, pelvic pain and vaginal discharge had resolved and the libido decreased, hot flush, vaginal haemorrhage, headache, endometriosis, irritable bowel syndrome, uterine pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, libido decreased, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, procedural pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. On (B)(6) 2009, hysterosalpingogram test showed was total bilateral occlusion. Both tubes were occluded and she could have implanon removed. Patient has tried oral contraceptives in the past for her bleeding with no result. On (B)(6) 2016, trh right salpingectomy. Most recent follow-up information incorporated above includes: on 27-feb-2018: mr received. Reporters were added. Medically confirmed case. Patient¿s historical condition, concomitant disease and unstructured relevant tests were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse"), migraine ("migraines"), rash ("rashes"), alopecia ("hair loss"), vaginal infection ("vaginal infections"), cystitis ("bladder infections"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, rash, alopecia, vaginal infection, cystitis, fatigue, weight fluctuation and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, procedural pain, rash, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.